Event description:
Pt found unresponsive, but breathing on their own. Md suspected increased o2 flow based on abg's. Suspects increased o2 knocked out the pt's hypoxic drive. Intubated and sent to ICU. O2 was at 36. Tried flowmeter in another room - turned off and it continued to register 36. Tried in 3rd room with same results.